Manufacturer narrative:
Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improved long term clinical outcomes. There are occurrences when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring. In this case, medtronic received information that immediately following implant of this annuloplasty ring, it was explanted and replaced due to observed increased gradients post repair. Additional pump time was required; however, there were no further adverse patient effects reported.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring, it was explanted and replaced due to observed increased gradients post repair. Additional pump time was required; however, there were no further adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.